Event description:
It was reported that the user experienced three consecutive insulin delivery occlusions while using the ilet system with cd 23"-6 mm infusion sets, associated with elevated blood glucose of 232 mg/dl, and that glycemia returned toward the target range later the same day after supply change and standard guidance. Symptoms included hyperglycemia. Outcomes included temporary disruption of insulin therapy and need for replacement infusion supplies. Investigation included review of device data and user report, and provision of troubleshooting and education. Investigation of this case revealed that occlusions resolved after changing disposable components, with no visible defects reported in the infusion sets. It was concluded that the event was consistent with an insulin flow obstruction in the disposable pathway, resolved by replacing supplies and without further intervention. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.